Event description:
The suspect device user stated that they had a hypoglycemic event in 2004. They said the device result was normal and they took their normal meds. They went to sleep and was unable to wake up. Emts were called and they provided unk treatment. The device was replaced and requested to be returned for eval.